Event description:
On (B)(6) 2023 it was reported that this male peritoneal dialysis (pd) patient was hospitalized due to peritonitis. Additional information was obtained through follow-up with the peritoneal dialysis registered nurse (pdrn). This patient presented to a local hospital emergency room (ER) on (B)(6) 2023 with abdominal pain and vomiting. The patient was in town on a temporary work assignment and normally a davita patient back home (record history shows this patient uses fresenius products). The patient was admitted to the hospital with a diagnosis of peritonitis. A pd effluent culture was drawn on (B)(6) 2023. The patient¿s white blood cell count was 10.1 (unknown units). The culture resulted positive for klebsiella oxytoca complex. The patient was initiated on antibiotic therapy with intraperitoneal (ip) tazicef/ceftaz 2g daily for two weeks. The patient was discharged on (B)(6) 2023 and was admitted to fms huntsville pd clinic while in the area on temporary work assignment. The clinic taught the patient antibiotic preparation and administration. The suspected cause of the peritonitis event is touch contamination or lack of aseptic technique; however, this is not confirmed. The patient is continuing ccpd at night and utilizing capd (manuals) during the day with icodextrin.